Event description:
Bd alaris pump infusion set manufactured 2025-03-21 with expiration date of 2028-03-20, lot 25035496 in 2 pieces when removed from plastic wrapper. Unable to use and removed from patient care area. Reported to supervisor.